Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a skin irritation under the rear therapy pads. The areas were described as a red and itchy rash. It was reported that the patient was going to see his dermatologist. During a follow-up, it was reported that the patient was using a prescription ointment (triamgalen) and that the irritation had improved.